Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation observed gel leaked around the package. The tear was confirmed to be straight on the package which cause the gel to leak, this appeared to have been cause by contact with a sharp object. How and when problem occurred could not be determined. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. - cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. - lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that gel leaked from the package prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that gel leaked from the package prior to use.